Manufacturer narrative:
No product was returned. Data logs revealed there were no abnormal pump performance metrics or alarms on the day of the reported hemolysis. The cause of the hemolysis was not determined since neither the product nor sufficient clinical information were provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Abiomed¿s long-term outcome and quality indicator impella registry notification received 2023-11-10 indicating a possible relationship between hemolysis and this impella device: according to the report, the 72 year old female patient presented with cardiomyopathy and was placed on impella support. During support, hemolysis was noted, as evident by rising ldh and pfhg levels. She had received 1 unit of prbc and switched to dobutamine, added epinephrine and norepinephrine.